Event description:
In 2006, in another country at the delivery of a premature baby, active resuscitation was required via a bag and mask. On arrival of the pediatrician at 2 minutes post birth, it was noticed that the pressure relief valve on this preterm laerdal sillcone resuscitator (lsr) was not working correctly and a replacement bag and mask was provided. A midwife perfomed the resuscitation. The user did not indicate that the product malfunction influenced patient outcome.

Manufacturer narrative:
The laerdal silicone resuscitator (lsr) was returned to laerdal medical as for eval. Visual inspection found the stem of the pressure relief valve broken with the upper part of the stem and the spring missing. The directions for use for the lsr state at step 3 of the decontamination process: "carefully inspect all parts for damage or excessive wear. Replace parts as necessary." This insturction is followed by step 4 which is to reassemble as shown on page 22 and then it states "test functions as described on pages 25-27". Function tests of the patient valve at 2 (c) tests, the pressure release valve, illustrating the pressure release valve with air escaping, with a left hand blocking patient port and the right hand pressing on the bag.